Event description:
Rptr indicated a dell x5 vns computer functioned intermittently, and it was felt the serial cable may be the cause of the intermittent functioning. The computer and flashcard were returned for analysis. The serial cable was not returned. An analysis was performed on the handheld and the reported complaint could not be verified because the serial cable was not returned. During the analysis, no anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge. An analysis was performed on the flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to specifications. The serial cable has been requested, but has not been returned to date.